Event description:
It was reported that versacross connect laac access solution was selected for watchman procedure. During the procedure when the rf wire was inserted into the sheath the rf wire did not came out of the sheath. The rf wire got stuck in the sheath. Thus the rf wire was replaced with another same model different kit and the procedure was completed successfully. No patient complications were reported. The device is expected to be return for analysis.

Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.